Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an f2/8ta23s tool broke during craniotomy. No patient impact reported. On follow up, it was reported and confirmed that there was no patient impact. Additional information about the event is being followed up with the facility contact person.